Event description:
Additional information received reported the outcome was "not recovered" and the patient was "not in good condition." It was clarified that it was the device on the left side that seemed "not good." The patient had an appointment scheduled for (B)(6) 2012 but did not go to the appointment.

Event description:
It was reported the device was replaced. After replacement lead impedance was measured. It was confirmed there was a short circuit in the first and second electrodes. After the device was set as the first setting therapy impedance was measured and high current was confirmed. After replacement it was confirmed that therapy impedance was 2096 ohms and current value was 1.466. It was noted the patient would continue to be followed up with.

Event description:
It was reported that the patient experienced a lack of stimulation and there was "something wrong" with one of the patient's devices. The manufacturer's representative interrogated the device and found a message that the battery was at end of service. The device was recently implanted. No abnormal output or resistance was confirmed.

Manufacturer narrative:
After further review it was noted, analysis conclusion was omitted from the previous report. Final analysis of the stimulator revealed no significant anomaly. The battery was at normal end of life and telemetry output was okay.

Manufacturer narrative:
Corrected to reflect a serious injury and intervention required due to removal of the device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that early battery depletion was suspected. The reporter stated that the patient saw his physician on (B)(6) 2012 and the physician couldn't confirm telemetry using the clinician programmer. "Another device" worked properly and by changing the settings of the device the patient could receive appropriate therapy. "Another device" may refer to the patient's device on the right side. No device explant had been scheduled. It was noted that there was no health damage to the patient. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional review indicated that the following information previously reported in this report applies to manufacturer report #300420 9178-2013-17133: after replacement lead impedance was measured. It was confirmed there was a short circuit in the first and second electrodes. After the device was set as the first setting therapy impedance was measured and high current was confirmed. After replacement it was confirmed that therapy impedance was 2096 ohms and current value was 1.466. It was noted the patient would continue to be followed up with.